Event description:
It was reported that the patient experienced ineffective stimulation. Clinician programmer logs indicated the end of service (eos) message was received. It is unknown if this occurred prematurely.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.